Event description:
Event description: it was reported that: after cannulating the lspv following the pvi ablation with farapulse, it was observed that the 0.035 guidewire did not move under fluoroscopy. However, in the proximal part of the catheter, the guidewire could move back and forth, but this movement was not observed in the fluoroscopic image. The catheter had a flower-like shape when this occurred. To resolve the issue, the entire system (guidewire, sheath, and catheter) was removed, adjusting the catheter shape to basket. It was observed on the surgical table that a portion of tissue had remained trapped at the tip of the catheter and that the guidewire was completely frayed and damaged. Images of the guidewire and catheter are available. No complications were reported and the patient remains ok. Is capital equipment involved? No have you attached a photo or a video? Yes farawave 31 mm/ performance issue? Yes, starter guidewire 0.035/ performance issue? Yes, patient complication(s)? No to resolve the issue, the entire system (guidewire, sheath, and catheter) was removed, adjusting the catheter shape to basket.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. As indicated in the IFU (information for use) precautions section: · exercise care in handling of the guidewire during procedure to reduce the possibility of accidental breakage, bending, kinking or coil separation.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. As indicated in the IFU (information for use) precautions section: · exercise care in handling of the guidewire during procedure to reduce the possibility of accidental breakage, bending, kinking or coil separation.

Event description:
Event description: it was reported that: after cannulating the lspv following the pvi ablation with farapulse, it was observed that the 0.035 guidewire did not move under fluoroscopy. However, in the proximal part of the catheter, the guidewire could move back and forth, but this movement was not observed in the fluoroscopic image. The catheter had a flower-like shape when this occurred. To resolve the issue, the entire system (guidewire, sheath, and catheter) was removed, adjusting the catheter shape to basket. It was observed on the surgical table that a portion of tissue had remained trapped at the tip of the catheter and that the guidewire was completely frayed and damaged. Images of the guidewire and catheter are available. No complications were reported and the patient remains ok. Is capital equipment involved? No. Have you attached a photo or a video? Yes. Farawave 31 mm/ performance issue? Yes. Starter guidewire 0.035/ performance issue? Yes. Patient complication(s)? No. To resolve the issue, the entire system (guidewire, sheath, and catheter) was removed, adjusting the catheter shape to basket.